Event description:
It was reported that an individual using an ilet with a dexcom g7 continuous glucose monitor (cgm) experienced signal loss to the ilet, resulting in the ilet indicating that cgm-based dosing would stop soon. No adverse clinical symptoms were reported. Outcomes included temporary interruption risk to automated insulin dosing until connectivity was restored. User support included troubleshooting and education, including toggling the cgm connection and re-entering the sensor pairing number. Investigation of this case revealed that the cgm was not connected to the ilet despite the sensor being active on dexcom, and device operation was restored after reconnection steps, consistent with a communication or pairing issue between the cgm and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity error resolved through standard troubleshooting.